Event description:
It was reported that the patient underwent a maze procedure. The suture frayed and broke when the surgeon tried to make a knot after cervical aortic arch and subclavian artery synthetic vascular prosthesis anastomosis. A continuous suture technique was being used. There was no adverse patient consequences.